Event description:
A facility reported a certas valve (ID 828810) was implanted to the patient via ventriculo-peritoneal shunt in 2017 with setting 3. On unknown date, the flow rate was too high, so the set pressure was increased, however it didn't work properly. Since shunt malfunction was suspected, the valve was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient experienced any signs and symptoms due to valve malfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828810) was returned for evaluation. Failure analysis- the position of the cam when valve was received was at setting 5. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was hydrated. The valve passed the test for , programming, occlusion, leaks, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. As seen in the investigation report no overflow issues were noted.